Event description:
It was reported that patient said they got system error ¿ system has encountered an unexpected error: 0x5d04b493 on (B)(6) 2024. Pt also expressed concern that when they turn their handset on and connect they would lose the ability to have therapy and their stimulation would turn off. Pt mentioned and read message that indicated that on two occasions the ins was nearing eos(pt got service code 201, eri). Pt said they needed an MRI because they likely had a stroke and tss discussed potential MRI eligibility. Tss offered to help pt enter MRI mode and confirm eligibility, but pt was resistant to entering MRI mode and connecting their handset to the ins. Pt said their handset did not have enough charge in it and pt would need to charge handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.